Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reason. A new pressure regulating balloon (prb) was implanted. No patient complications were reported in relation to this event.